Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted, one to the proximal ci rcumflex and one to the proximal lad. Approximately 5 months post index procedure patient death occurred. Cause of death cardiac. The investigator indicated that the reported event was possibly related to the study device. (Ref MFR 9612164-2011-01378 and 9612164-2011-01379) ref MFR#.

Event description:
It is reported that the patient suffered a myocardial infarction (mi) one day post index procedure. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported mi was possibly related to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).